Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. The customer changed the cartridge and infusion set to resolve the issue.